Event description:
It was reported that patient(pt) was recently implanted and was not registered yet. Patient did not know the serial number. The reason for call was the communicator was dead, not responding. There were no lights. Patient tried different cords and a different wall charger, there was no response. Patient had been unable to turn the therapy off since yesterday and the handset would not scan the code. The handset was at 100%. Stim felt like a giant tens unit to patient and it was very bad because they were getting back spasm because of stim. Patient said overstimulation was causing patient to have back spasms. Patient's health issues were back spasms and causing charlie's. Patient did not get much sleep. Patient called their doctor and the doctor contacted manufacturer and they went through the exact same thing patient did and said they could meet with patient but they could not do anything either. Patient said they did not care about being in pain from therapy being off, they were concerned about spasming their back and patient had no control over that because they could not turn stim off. On the call had patient reset the communicator but there was no response, no lights came on. Patient confirmed they were not using the dual adaptor. A request was sent to repair to replace the communicator. Redirected to healthcare provider (hcp) to check if hcp or rep can help turning stim off until they receive the new communicator. Patient was frustrated because 'this is a piece of junk'. Whenever patient used it, it had a slow response and patient had to wait, patient said they expected so much better from other brand. Pt spent way too much of their time trying to figure out.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.